Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 170 mg/dl and 175 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was failed. Customer stated the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to the replace battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, replace battery now alarms, or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.